Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a severely calcified lesion with mid segment- 90% stenosis, distal segment- 80% stenosis and proximal d1- 95% stenosis, in the lad, vessel tortuosity normal. No prior pci's. No damage was noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath, with no issues noted. Negative prep was not performed. The inflation device remained on neutral pressure during delivery of the device. Resistance was noted when advancing the device to the lesion. The stent dislodgement occurred during the withdrawal of the device in the vessel/guide catheter. It was indicated that the dislodged stent was not removed. Patient was transferred to another hospital during the event for iabp to stabilize the patient. Patient did not survive during the second attempt of intervention due to heart failure. The physician commented that the event was procedural related, and not product related. The patient subsequently expired due to heart failure, the lad was totally occluded.